Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the distal end had foreign objects. Based on the results of the investigation, the root cause of the reported event could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the distal end had foreign objects. There was no report of patient involvement.